Event description:
Synovectomy [synovectomy], flu-like symptoms [influenza like illness], sweats [hyperhidrosis], body aches [pain], shaking [tremor], leg numbness [hypoaesthesia], meniscus tear of knee [meniscus lesion], couldn't straighten leg [joint range of motion decreased], pseudoseptic reaction [inflammation], fever [pyrexia], hip pain [arthralgia], joint effusion [joint effusion], nausea [nausea], chills [chills], swelling [joint swelling]. Case description: spontaneous report was rec'd on (B)(6) 2011 from a consumer regarding a (B)(6) female pt, initials (B)(6) with osteoarthritis. The pt's medical history was not provided. On (B)(6) 2011, the pt initiated synvisc-one, 6 ml in the right knee. On (B)(6) 2011, she began having flu like symptoms with body aches, fever, shaking chills, sweats; she could not straighten her leg and she had hip pain. She was seen in the emergency room and was told it was a pseudoseptic reaction. She had an arthrocentesis performed where 180cc of cloudy fluid was removed from the knee and sent for culture. Results were as follows: 2100 white cells, wbc (white blood cells) 12.3, sedimentation rate 21, and crp (c-reactive protein) 42.9. She was given rocephin (ceftriaxone sodium) IV (intravenous) and sent home with keflex (cefalexin) 500mg qid for 10 days. She continued with fever around 102.8 f and on monday she went back to her orthopedics doctor and he again removed another 80cc of cloudy fluid, blood cultures and "lymes" were negative. She also began experiencing leg numbness. She was placed on celebrex (celecoxib) 400mg x 1 day then decreased to 200mg daily. On (B)(6) 2011 she discontinued the keflex due to nausea. On (B)(6) 2011, she had a synovectomy, more cultures of synovial fluid, and two meniscal tears were repaired. She was kept inpatient until (B)(6) 2011. The action taken with synvisc-one was not provided. The pt's outcome for the events of pain, swelling, fevers up to 100 f and positional numbness were not yet recovered. The outcome of the other adverse events was not reported. Concomitant medications were not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were rec'd on (B)(6) 2011. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.